Manufacturer narrative:
(B)(4).

Event description:
It was reported the sjm representative was unable to establish communication with the ipg at the patient's first follow-up session. Troubleshooting was attempted to no avail. Programmer logs from the clinician programmer revealed the ipg was in 'service app' mode. Subsequently, surgical intervention was undertaken to explant and replace the ipg which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.